Event description:
It was reported that insulin gauge displayed fill estimate of 0 units when caller expected 100 units, with difference greater than 30 units, and issue had already resolved by time of call. There was no reported impact to the customer¿s blood glucose level. Customer resolved issue by loading new cartridge, and technical support advised caller to contact support again for troubleshooting if problem occurred during an active fill estimate, which caller acknowledged. Cts to replace pump. Customer will continue to use current pump for insulin therapy.